Event description:
It was reported that pt's mother did not believe vns was working on the pt. The pt was seen at a follow-up appointment with the treating neurologist who interrogated the pt's vns and found it to be at 0 ma. A company representative was present at the office visit and performed a review of the physician's handheld for the pt's programming history. The review indicated the pt was seen in (B)(6) 2010, in which faulted diagnostics were noted and corrected to normal settings. Moreover, the pt was seen again on march 18; an interrogation was done and pt was at her normal settings and diagnostics were done with all ok and eos=no. The pt left the march appointment at normal settings, but when the pt returned on (B)(6) it was found that the current was set to 0 ma. Furthermore, the site reported the pt having a chest x-ray on (B)(6) when she came in because the pt was reporting some itching in the neck area. However, it is unk if the pt was programmed off. Good faith attempts to obtain additional information have been unsuccessful to date.